Event description:
On 9/3/96, co and another co received a lawsuit involving an alleged injury resulting from the use of blood glucose meter. This event was originally reported to co on 10/3/94, however, due to the attenuated nature of the reporter's allegation, no MDR report was filed at that time. The pt was hospitalized for diabetic ketoacidosis on 8/2/94. No info is available regarding the pt's hospitalization. Upon discharge, the pt was refered to a neurologist for complaint of numbness, weakness and inability to use his right hand. The physician summarizes the pt's condition as "severe diabetic peripheral neuropathy with atrophy and weakness of the hands and feet. Historically the right hand symptonms appeared to be recent related to his hospitalization." Other notation include "a shunt placed in the right elbow for dialysis for more than a year", "stasis ulcers in his legs", "bilateral foot drip." The meter was alleged to have been purchased by the pt on 8/2/94. Comparisons were performed by an outside consultant, using the pt's meter and another meter on 7/24/96. The results of the capillary tests (whole blood from a non-diabetic individual) are as follows: meter -91 and 79 mg/dl; another meter -85 and 82 mg/dl. No laboratory comparisons were done.